Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was explanted and replaced. The patient's stimulation therapy was restored.

Manufacturer narrative:
This ipg serial number was included in an additional field advisory. Results - the complaint of no stimulation for the ipg was confirmed. As returned, the ipg would not communicate due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg passed all tests. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ((B)(6)) ipg was unable to communicate with the external devices. An sjm representative confirmed the communication error. Surgical intervention is planned to address the issue.